Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge assembly of the console, it was confirmed that the blue receptacle for the purge disc had broken off. Before returning this console back to the customer, the purge disc retainer was replaced and a functional check was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, automated impella controller (aic) failed to load the purge cassette disc. A backup console was used. There was no injury to the patient.